Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, during the procedure, upon deployment of the stent, the user found the stent to be too short. Therefore, the user attempted to reconstrain the stent prior to removing it from the patient. The stent was unable to be fully reconstrained and approximately 1 cm remained deployed. The user could not reposition the stent; therefore, the partially deployed stent was removed from the patient and a plastic stent was used to complete the procedure. The physician scheduled the patient for a new procedure (to remove the plastic stent). The patient's condition was reported to be okay post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the reported issue of stent partially deployed. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.